Manufacturer narrative:
The reported defective device was retained by the end user's risk management. However, an investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
Prior to tunneling a dialysis catheter, the plastic tunneler sleeve shattered as the physician attached the sleeve to the catheter. The procedure was successfully completed with another catheter. There was no harm to the pt and no further medical intervention was required.